Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices demonstrated the alleged deficiency? --1 - did the event occur during one or multiple patient procedures? --1, the event occurred during multiple patient procedures. - what is the total number of procedures? --4 a manufacturing record evaluation was performed for the device lot s25050046, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026, and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the reported issue contribute to any patient adverse consequences? No.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: the product was returned to eth for evaluation. Visual inspections were conducted on the returned devices. Visual analysis of the returned sample determined that it was received thirty-eight opened samples pertain to the product code vcp1358h. Upon visual inspection, no external damages were observed on the packets, and the swage and attachment area appeared as expected; the suture strand showed no anomalies or issues related to breakage. The sutures were dispensed without problems. No functional test could be performed to the returned samples since the product is absorbable and it had been exposed to air. No patient or user-related issues were identified. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Additional information received: according to feedback of the sales rep on 7/apr/2026 via phone, the event description (local language) should be changed to english event description should be changed to: breakage suture. This case is from health authority. During the process of suturing the patient's wound with suture, the suture broke and a new suture was immediately replaced to suture the patient's wound.